Event description:
It was reported that this implantable pacemaker exhibited a lead safety switch (lss) due to right atrial (ra) impedance measurements of greater than 3000 ohms. There was also a signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing, and an alert for right atrial automatic threshold detected as greater than programmed amplitude. Then after the lss, while the device was in unipolar configuration, ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. The lead was tested in bipolar configuration with noise and high impedances noted. Patient isometrics were performed in unipolar with some myopotential noise observed, but threshold and impedance measurements were within normal limits. The configuration remained in unipolar and the atrial sensitivity was increased. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker exhibited a lead safety switch (lss) due to right atrial (ra) impedance measurements of greater than 3000 ohms. There was also a signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing, and an alert for right atrial automatic threshold detected as greater than programmed amplitude. Then after the lss, while the device was in unipolar configuration, ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. The lead was tested in bipolar configuration with noise and high impedances noted. Patient isometrics were performed in unipolar with some myopotential noise observed, but threshold and impedance measurements were within normal limits. The configuration remained in unipolar and the atrial sensitivity was increased. No adverse patient effects were reported. The device remains in service. Additional information received indicates that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited a lead safety switch (lss) due to right atrial (ra) impedance measurements of greater than 3000 ohms. There was also a signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing, and an alert for right atrial automatic threshold detected as greater than programmed amplitude. Then after the lss, while the device was in unipolar configuration, ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. The lead was tested in bipolar configuration with noise and high impedances noted. Patient isometrics were performed in unipolar with some myopotential noise observed, but threshold and impedance measurements were within normal limits. The configuration remained in unipolar and the atrial sensitivity was increased. No adverse patient effects were reported. The device remains in service.